Event description:
It was reported that the atrial lead exhibited increased thresholds. Lead dislodgement was noted via fluoroscopy. The lead was repositioned successfully. The patient was in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.